Event description:
The customer reported via phone call that their blood glucose had been high. The customer's blood glucose at the time of the incident was 490 mg/dl. The customer's current blood glucose was 500 mg/dl. They treated with manual injection. The customer had symptoms such as blurry vision, thirsty, and urinating a lot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with broken belt clip rail.